Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, there was a message to remove head from viewer message. The site had restarted the system due to blue fiber cable (bfc) becoming disconnected and was not getting a head sensor error. Intuitive surgical, inc. (Isi) technical service engineer (tse) had site clean viewer sensors and do several restarts with hard restart of surgeon side console (ssc) with no change. The tse had the site change out the surgeon side console (ssc) and got a "console not connected" message. The site pushed the bfc in all the way and issue was resolved. The site continued on with the procedure and completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was not able to reproduce the issue. The fse replaced the surgeon head sensor (shs) to account for the intermittent error message as reported by the customer. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the surgeon head sensor (shs) returned for evaluation; however, the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the surgeon side console (ssc) not functioning, and complaint investigation confirmed the surgeon head sensor (shs) assembly was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.